Event description:
Customer reportedly received result of 11.4 mmol/l on the compact plus system and result of 5.7 mmol/l on professional device within 10 minutes on. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has discarded the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.